Manufacturer narrative:
One lf1637 was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device was returned with the jaws open. The customer reported device was difficult or impossible to open. The reported condition was confirmed. The investigation found that the handle of the device was difficult to open, unless forced. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced open or excessive amount of pressure is placed on the handle. The investigation identified the root cause of the reported event to be mishandling by the user. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device could not be opened with the handle. The issue occurred after clamping and activation on tissue. After several attempts the device was opened. There was no tissue damage or patient injury. A new device was used to continue the procedure.

Manufacturer narrative:
Date of initial report: 2017-08-03. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device could not be opened with the handle. The issue occurred after clamping and activation on tissue. After several attempts the device was opened. There was no tissue damage or patient injury. A new device was used to continue the procedure.